Event description:
Healthcare professional reported ¿periodic complaints of pain and inflammation of the breast¿. Later patient reported "the pains that I had for many years (accumulating fluid in my breasts)". Afterwards healthcare professional reported "at that time there was no accumulated fluid around the breast implants". This record is for the right side. Device has been explanted and replaced by non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported events inflammation/irritation and pain was received on june 17, 2025 with lot number 2990874. Based on the product analysis performed, the assessments of the complaint codes are: inflammation/irritation: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The reported events of "pain" and "inflammation/irritation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and inflammation/irritation.